Event description:
It was reported that the patient had the intrathecal pump system implanted in 2007 following a successful trial of morphine. The patient had a pump refill at about 2 months later, and "felt good". The patient was seen again in 2008. The back would was noted to be "clean". It was also noted at that time that the catheter was exposed. No patient symptoms of the infection were reported. The patient was taken to surgery for revision of the catheter; 29 centimeters of the catheter were removed. The pump remained implanted; it was filled with normal saline. The patient was prescribed cipro and methadone. The patient was cleared for reimplantation of the catheter at about four months later. The reporter indicated that the patient had very poor hygiene which increased his susceptibility to infection.

Manufacturer narrative:
Results: used for the catheter.